Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens capsule was fibrosed and lens tilted approximately 6 months post implant. The lens were exchanged for a different model lens. In the surgeon's opinion, the likely cause of the event was asymmetric capsule fibrosis.